Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 69 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported to medtronic 1 month ago that an intervention occurred approximately 54 months ago for a distal migration of the aneurx bifurcated stent graft that resulted in a proximal type I endoleak. In addition, there was also a distal type I endoleak of an iliac limb (MFR report #2953200-2010-02050). At the time of the migration/type I endoleaks, the aortic neck was 30 mm in diameter, reverse funnel shaped, and angulated 80 degrees; the cause of the migration and endoleaks was attributed to disease progression and aortic neck dilatation and angulation. The physician elected to intervene for the proximal and distal type I endoleaks by respectively placing an aneurx aortic cuff proximally, and an aneurx iliac limb distally. It was reported 1 month ago that the patient presented at a follow-up with some abdominal pain, and CT demonstrated that there was a proximal type I endoleak (MFR report #2953200-2010-02051). The physician elected to intervene with an aneurx aortic cuff (MFR report #2953200-2010-02052); however, during the deployment of the aneurx aortic cuff, the cuff moved distally, landing inside the previous aortic cuff, due to the severe aortic neck angulation. The physician then elected to implant a talent aortic cuff, which successfully resolved the type I endoleak. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (migration endoleak). Results/conclusions: (disease progression with aortic neck dilatation and angulation).